Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 4.4, lab: 7.1. Time between testing: 30 minutes. Pt's therapeutic range: 2.5-3.5 inr. On (B)(6) 2012, pt was hospitalized for shortness of breath (sob), rapid heart beat and weakness. Pt had embolism surgery while hospitalized. Pt did not have bleeding of bruising. Pt was given lovenox to take home and was not on it at the time of testing on inratio2 meter.

Manufacturer narrative:
Investigation pending.